Manufacturer narrative:
The angiosculpt device was returned for lab analysis. Visual examination confirmed a stretched distal inner member of the balloon detached from the distal bond at the balloon tip seal bond. No portion of the angiosculpt device separated from the catheter. The vascular fellow mentioned that the angiosculpt device may have gotten "hung up" on the old bilateral iliac stents that were difficult to get up and over. It is probable that the user may have applied excessive force during withdrawal due to the pt's condition resulting in the stretching of the distal inner member.

Event description:
The angiosculpt device advanced thru the long sheath up and over the iliac bifurcation and advanced to the superficial femoral artery (sfa). The balloon was inflated three times with successful dilatation of the lesion. On the third inflation, a kink was noted in the balloon. Upon removal from the pt, the angiosculpt device was examined and the distal portion of the scoring element was detached from the balloon. The pt had old bilateral iliac stents that were difficult to get up and over. The vascular fellow mentioned that he thought the angiosculpt device may have gotten "hung up" on one during withdrawal.